Manufacturer narrative:
This device is used for treatment not diagnosis. The screw received is contained in a properly sealed synthes package with no evidence of tears or openings of any type. The printed label indicates that it contains a 04.210.118, lot number 6964529. Upon examination through the packaging with a 10x magnifier, chip wrap was found at the neck of the screw. The package was opened to allow further examination. No other burrs or anomalies were noted.

Event description:
A device report from (B)(6)f indicated a hospital in (B)(6) reported: screws in unopened packages were taken from stock and it was noticed there were visible chips on all screw heads. There was no patient involvement. This is 2 of 6 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted.